Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for farapulse. During the procedure, it was mentioned that the sheath was inserted and was used for transseptal with no issue. Physician note air entering into the sheath via side port, when attempt was made to aspirate the sheath once farawave catheter was inserted. No return was noted no able to draw the syringe. They were unable to aspirate the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was disposed.